Manufacturer narrative:
According to instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the femoral artery injury was related to the burst delivery system balloon. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the team agreed balloon broke due to excessive calcium in an aortic homograft the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. As the affected delivery system was not returned, the investigation was limited to review of DHR, review of physician training and IFU for commander delivery system / sapien 3 valve, review of complaint database for similar/other complaints, review of lot history, review of manufacturing mitigations, review of imagery, and fmea assessment. No imagery was provided for review. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any issues that could have contributed to this complaint. No IFU or training deficiencies were identified. A review of complaint history for balloon burst and withdrawal difficulty through sheath revealed that the occurrence rates die not exceed the january 2016 control limits for these trend categories. Review of lot history revealed no other additional complaints for "balloon burst" and "withdrawal difficulty through sheath". During manufacturing, the device underwent multiple 100% inspections, including visual inspection of the inflation balloon for scratches and distorted/pinched during the fold process. The fully assembled commander delivery system was visually inspected for manufacturing defects. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. The balloon is also visually inspected under 2.5x minimum magnification while the balloon is inflated for the following: kinks, bends, balloon scratches, separation or damage of bond site, and cleanliness. The balloon burst testing was measured and met the statistical acceptance criteria. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the device or applicable photographs (relevant to the complaint) not returned with the complaint for evaluation, the complaints of "balloon - burst" and "delivery system - withdrawal difficulty - through sheath", were unable to be confirmed. Review of complaint history provided no indication that a manufacturing non-conformance contributed to the complaint. No deficiencies were identified in review of relevant manufacturing mitigations and IFU/training materials. Available information from the description summary indicates that patient factors may have contributed to the reported event. Per the cer description, the perceived root cause was that "balloon rupture due a heavily calcified aortic homograft that was unable to be retrieved through the femoral artery." A detailed root cause analysis for past returned balloon burst complaints have been summarized by technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is very unlikely that a product defect contributes to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (open cell impingement and stress concentration against calcium nodules), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analysis reveals that these types of ruptures are typically caused by puncture from calcium on the native aortic valve. Regarding the delivery system withdrawal difficulty through sheath, the technical summary also notes that a balloon burst increases the possibility of leaving a protruding material that can lead to interference (i.e. Patient's anatomy or sheath tip) and resistance during retrieval as experienced in this complaint "when the delivery system reached the level of the iliofemoral there was resistance" . However, without the product returned for evaluation a true root cause for balloon burst and withdrawal difficulty through sheath is unable to be determined at this time. The most likely root cause is patient factors (heavy calcification) as outlined above. Since no manufacturing non-conformances or IFU/training inadequacies were identified, a corrective or preventative action and a pra are not applicable.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in (B)(4), vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the femoral artery injury was related to the burst delivery system balloon. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the team agreed balloon broke due to excessive calcium in an aortic homograft the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Upon deployment of a 26mm sapien 3 thv, the balloon burst during deployment with an estimated 2cc left of the intended 23cc to be used for a full deployment. The patient was hemodynamically stable. The commander delivery system was removed from the aorta. When the delivery system reached the level of the iliofemoral there was resistance and the sheath was noted to be buckling on itself. The sheath was pulled farther back and firm pulling of the delivery system was attempted but the system would not be removed from the body. The decision was made to place an occlusive balloon in the aorta to achieve complete occlusion. The decision was made to perform a cut down to the level of the femoral artery and retrieve the delivery system. An uneventful cut down was made to the femoral artery and the delivery system was successfully removed. The delivery system under visual inspection had a 360 degree separation of the balloon with the distal catheter catching on the femoral artery. There was a small piece of endothelium on the balloon. A pericardial patch was sewn onto the femoral artery. When the occlusive balloon was deflated there was complete sealing of the pericardial patch and no evidence of any leaks under angio. The cut down was closed and the patient left the operating room in stable condition. A tee showed no pvl. The team agreed balloon broke due to excessive calcium in an aortic homograft.